Event description:
In 2007, a patient was treated with a gore tag thoracic endoprosthesis for a descending thoracic aortic aneurysm. A reintervention occurred two days later, in which a second gore tag thoracic endoprosthesis was implanted in the patient. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.